Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Laboratory analysis summary : the device related to the reported events deflation was received on sep 05, 2024, with lot number 2984880. Based on the product analysis performed, the assessments of the complaints are: deflation: observed 1 opening assessed as fold flow opening and surgical damage. As per the investigation procedure particles and creases and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device has been explanted.